Manufacturer narrative:
(B)(4). This smart touch unidirectional catheter was received by the biosense webster failure analysis lab as an extra product under (B)(4). The catheter for (B)(4) was reported as the catheter stopped fully deflecting towards the curve. The catheter was replaced twice and the issue resolved. Upon receipt, the catheter was inspected and two cuts were found on the shaft approximately 23 cm from the handle and internal parts were seen and exposed. Scanning electron microscope (sem) results show that the external surface of the body exhibit evidence of mechanical damaged and scratches. It is possible that an object punctured, hit and scratched the body. No other anomalies were observed. Due to the exposed components, electrical resistance and current leakage test was performed and it failed on electrode # 4. Further examination revealed that the lead wire # 4 was broken causing the improper signal condition. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. Per the event the catheter was tested for deflection and passed specification. Evaluated for electrical resistance and current leakage and it failed on electrode # 4. Further examination revealed that the lead wire #4 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
On (B)(6) 2016, this smart touch unidirectional catheter was received by the biosense webster failure analysis lab as an extra product under manufacturer (B)(4) was assessed as not reportable for a deflection issue. The first visual finding from the biosense webster failure analysis lab for this extra product received was that there were two cuts found on the shaft, approximately 23 cm from the handle and internal parts were exposed. This issue was assessed as a reportable lab finding as the risk to the patient would be critical due to the potential of thrombus from exposure of the internal catheter. An investigation was performed to determine if there was an existing manufacturer reference number for this extra product received. Additional information was received stating that this product does not belong to any complaint. Therefore, since we were unable to determine if there is an existing manufacturer reference number and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer (B)(4) to conservatively report this returned catheter condition. The awareness date is january 28, 2016.